Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was prompting his past readings when attempting to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged issue began on (B)(6) 2010 (time unknown). The patient informed the cca that at the time the alleged issue began he was managing his diabetes with oral medication (1000mg metformin daily). Despite the alleged issue, the patient reported that he continued to take his usual dose of oral medication. The patient was unable to confirm if he developed symptoms prior to or after the alleged issue began; however, claimed he went to the emergency room on the evening of (B)(6) 2010 as a result of not being able to test. The patient reported that he was treated with an unspecified amount of insulin (type also unknown) while at the hospital. It is not known if the patient was admitted or released from the ER. At the time of troubleshooting, the cca noted that the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.